Event description:
Related manufacturer reference number: 2017865-2023-11501. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During initial positioning, it was observed the lp was not moving after manipulating the delivery catheter. The protective sleeve was brought back over the device where it was seen to have ballooned. After this, it was observed the lp helix was distorted. The lp was removed, and the patient's blood pressure dropped significantly. Cardiac perforation and effusion were noted. A pericardiocentesis was performed successfully. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.